Event description:
It was reported that the customer had a motor error alarm and a no delivery alarm on the insulin pump. The customer's blood glucose level was 110 mg/dl. Customer stated that she received a no delivery alarm when she was bolusing. Customer re-primed it and got another no delivery alarm. Customer does not use the sensor feature on the insulin pump. Customer stated that they are able to complete the rewind sequence, but when she tried to re-prime it, she received a no delivery alarm and no insulin was coming out of the tubing. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised to return the pump with the battery and zero out the basal rates. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery error alarm or motor error alarm were noted. The insulin pump had had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.